Event description:
New information received indicates that the lead was capped on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient received inappropriate shocks due to noise. Lead fracture was noted. The lead was capped and replaced. The patient was fine post-procedure.